Event description:
Svt - heart rate jumped to 176, 40mg of ezmalol was given, heart rate went to 150-137, agb (blood gas) was taken, gave 6mg of adenazine. Heart rate back down to 76. Pt was back to normal sinus rhythm.

Manufacturer narrative:
Lot history record review: the lot number was not provided. A ship history showed that the following lots had been shipped in the last 6 months: 081106 and 080911. The complaint info was forwarded to (B) (4). (B) (4) reviewed the possible lot history records and found no variances related to this event were observed. Review of returned sample: the complaint sample was not returned for evaluation. Conclusion: this complaint is currently under investigation. A follow up report will be submitted at the end of the investigation. Frequency has increased but the severity of this event is not greater than usual.